Manufacturer narrative:
The rv sensitivity was increased and the lead will most likely be revised when the device is replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting noise and an out of range pacing impedance had triggered the lead safety switch (lss) on the right ventricular (rv) channel. Impedance has been trending 1100 ohms to 1300 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this patient had experienced a syncopal event. A revision procedure was performed and the lead and device were replaced. The root cause of the clinical observations was not determined. Visual inspection of the rv lead noted insulation damage. No device anomalies were visually identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.